Event description:
Information received by medtronic indicated that insulin pump had crack on back battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube threads on event date (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), broken battery tube threads, partially detached retainer and cracked retainer. Cosmetic damage was confirmed at broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.